Event description:
It was reported that a three piece silicone lens model aq2010v had patient contact and the lens haptic is torn. No patient injury reported. Further information was requested but none forthcoming. If more information is received, a supplement medwatch report form will be sent.

Manufacturer narrative:
Results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows the lens has one haptic torn. There is clear surgical residue on the lens.